Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported customer was trying to give herself a bolus and the insulin pump was unresponsive. Then the device alarmed button error. Customer's blood glucose level was 13.4 mmol/l. The device was not exposed to moisture. No further information reported.